Manufacturer narrative:
A visual inspection was performed on the returned guide wire and the reported break and stretched coils were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported break and stretched coils appears to be related to operational circumstances of the procedure. Based on the reported information, it is likely that interaction with the other devices used during the procedure likely caused the shaping ribbon (tip) to kink and break. Manipulation during retraction resulted in the guide wire wrapping over the balloon catheter causing the reported/noted coil damage. The noted kinks and bends on the core and shaping ribbon and separation were likely occurred due to manipulation during packing for return analysis as it was reported that post procedure the guide wire remained in one piece. The noted teflon coating damage likely occurred during retraction through the torque device used in the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the right coronary artery. An unspecified guide wire and a hi-torque 014 bmw guide wire were advanced as buddy wires. An unspecified balloon catheter was advanced, and the balloon inflated multiple times. An attempt to remove the 014 bmw guide wire was made; however, it was noted under fluoroscopy that the tip of the guide wire had unraveled. Everything was removed as a unit and once outside it was noted that the coils were wrapped around the balloon. Additionally, the coils had detached from the core, but the guide wire remained in one piece. The procedure was successfully completed with a new unspecified guide wire and deployment of an unspecified stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.